Event description:
The nurse reported difficulty connecting the vitrector to the system during an unplanned vitrectomy. A posterior capsule tear occurred. The nurse stated she had to hold the vitrectomy connector in place during surgery for the vitrector to work. Multiple attempts were made for additional information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and found a worn cpc connector. The cpc connector was replaced and disposed of in the field. The system was then tested and met all product specifications. The nurse stated no samples were saved for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 02/20/2009.